Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the high resolution stereo viewer (hrsv) to resolve the customer reported issue. The system was tested and verified as ready for use. Isi received the hrsv involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed and replicated the customer reported complaint and verified there was no video image. Fa noted the root cause was attributed to a component failure.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the intuitive surgical, inc. (Isi) clinical sales representative (csr), that was contacted by the customer, reported a black eye in the surgeon side console (ssc) 1. Before calling in, the customer already restarted the system with no effect. The csr explained to the isi technical support engineer (tse) that the other ssc was working properly and they were using that one to proceed with the case. The tse found in the system logs an error 40067, pointing to a communication error and error 121, pointing to an defective left high resolution stereo viewer (hrsv) monitor. The tse advised to restart the system with the power removed from the ssc1, and clean the blue fiber cable. The csr explained that it was not possible at the moment, but after the surgery, they would try this. The csr called back to report that the operating room (or) staff tried to perform a hard power-cycle, but the issue still persisted; the left eye stayed black. There was no reported patient harm, injury, or adverse outcome.